Event description:
It was observed that during the device evaluation, the subject device exhibited rust inside the biopsy channel and rust in the distal end plastic cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: rust inside the biopsy channel and rust in the distal end plastic cover cause by degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.